Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, when applying the third clip, the large hem-o-lok clip applier instrument no longer functioned as if the robot no longer recognizes the instrument. Customer made several attempts to remove and reinstall, but nothing worked. The procedure was completed as planned with no reported injury using a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. During the visual inspection, the input disk # 7 was found to be broke and completely detached from the base. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage.